Event description:
It was reported that the actual residual volume (0 ml) was less than the expected residual volume (15 ml). The patient had no under or overdose symptoms. The drug in use was fentanyl. Additional information was requested but not available at the time of this submission.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).